Event description:
The review of the egms showed noise on the lead. Noise was observed on both rv sense/pace channel and on the rv coil can vector. The noise appeared to be caused by an internal insulation anomaly. The physician opted to monitor the patient. The lead remains implanted.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Date of occurrence is an estimate. Information provided stated: approximately 4-5 months ago. (B)(4).

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the sheath could not be engaged with the device. The hub of the sheath was disassembled for inspection and found the hemostasis valve dislodged. The valve was removed from the hub and all slits were visible on both sides. However, witness mark was off-centered. This is indicative of the dilator not being inserted into the slit area of the valve, resulting in the valve being pushed distally into the hub and becoming dislodged. Subsequently, the hub of the exchange sheath could not be securely engaged with the device as reported. During testing, the device was cleaned and re-assembled. The re-assembled device was able to securely engage with the proxy exchange sheath. Based on investigation findings, the probable root cause for the dislodged hemostasis valve is related to the operational context in the use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device was attempting to perform arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the starclose se sheath was inserted and positioned at the puncture site; however, the clip applier could not be connected with the starclose se sheath. A new starclose se package was opened, the new starclose se device was able to be connected to the new sheath without problems and hemostasis was achieved. There was no adverse patient effect. Though requested, no additional information was available.